Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation result and correct in the initial report submitted on (B)(6) 2020. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation. However, based on the additional information, omsc concluded that the reported event was not reportable event.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for use, the image of the subject device was not displayed. In the evaluation of olympus trading shanghai limited. (Osh) the following was confirmed, there was no sdi output signal. There was no report of patient injury associated with the event.